Event description:
It was reported by service report that both latches are broken on the foot section. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval result: latches, foot section.